Event description:
The patient contacted animas on (B)(6) 2012 reporting that the audio bolus button does not respond. The patient reportedly wore the pump under a garment against the body and cleaned the pump with a sanitizing dry cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2012 with the following findings: investigation confirmed that the audio bolus button is inoperable. The bolus button plug was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.